Event description:
Reportedly, the instrument's jaws would not release the tissue after being fired. Therefore, the surgeon decided to transect around the tissue with another instrument to remove it from the site and complete the case without further incident. Procedure: splenic hilum pt status: no pt injury reported.